Manufacturer narrative:
This report is submitted on july 3, 2020.

Event description:
Per the clinic, it was reported that the patient experienced an infection and insufficient wound healing following device implantation. Subsequently, the device was explanted (date not reported). There are plans to reimplant the patient; however, this has yet to occur as ot the date of this report.

Manufacturer narrative:
Correction: the initial date of awareness should be 20 may 2020 not 7 may 2020 as previously reported. This report is submitted on 31 july 2020.